Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was nicked at an implant procedure. The form we recieved did not state whether it was a (0072) lead or the (0063) which the patient had implanted. The form did state that the (0072) was removed, and the (0063) was capped. We are therefore, reporting both leads.